Manufacturer narrative:
The main component of the system. Other relevant device(s) are: ettf3636c70ej ,sn (B)(4). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70 cm abdominal aortic aneurysm. It was noted that there was unfavorable anatomy in the proximal neck. It was reported that there was a type ia endoleak identified at implant. It was noted that neck building was done using an endurant ii 36x39x70 cuff and then the bifurcated stent graft was implanted. Another manufacturer's stent graft was implanted but it did not resolve the endoleak. An endurant ii 36x36x49 cuff was then implanted slightly covering the renal artery. However the endoleak still remained. The physician decided to close and monitor the patient. It was noted that the patient will not have additional treatment and the patient is fine. The physician state that the cause of the event was due to unfavorable anatomy. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
Additional information received. It was reported that the endurant ii aortic cuff covered the renal artery intentionally, that blood flow to the renal artery was confirmed, and that there was no health damage to the patient as a consequence of implanting the aortic cuff.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.